Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted in the patients left femur was replaced due to a non-union. During the surgeons follow up evaluation the previous day it was noted one loose screw from the original surgery had come out by itself at the patients home. There was superficial infection noted at the site which was treated locally.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union condition is unknown. The root cause of the loose screw is unknown. The original im nail was replaced with a 12mm x 400mm, standard nail, using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. No one can predict a nonunion or a failure to heal. Sign fracture care international continues to monitor non-union events as part of our post market activities.